Event description:
Pt reported the infusion device shut down without providing an alert or error message sometime between 10:00 pm on (B)(6) 2011 and 6:00 am on (B)(6) 2011. Blood glucose elevated to 24 mmol/l (432 mg/dl) as a result. Pt discovered the infusion device had turned off and removed and reinserted the battery. The infusion device then displayed e8 power interrupt error. The infusion device performed the self-test and did not give any acoustic signals. Pt switched to a replacement infusion device on (B)(6) 2011 at 2:44 am. Normal blood glucose is 6.5 mmol/l (117 mg/dl). Infusion device was not exposed to electromagnetic fields or water, but it did have direct contact with a mobile phone. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.